Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1121318) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported to the aci sales professional that a (B)(6) male patient underwent an unknown intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was anticoagulated with angiomax. A pre-procedural femoral angiogram showed the stick to be at the bifurcation. Post procedure, the radiology technologist (rt) who is a trained user of the mynx, used the device to close the femoral artery. There was no report of complication during the procedure, however, after the closure procedure, it was reported that a golf-ball sized hematoma formed at the access site. The rt applied 26 minutes of manual compression followed by application of femostop. The hematoma was resolved. The patient was ambulated and discharged to home the following day, a standard protocol for intervention procedures. No further information was provided.